Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 for an implant procedure. During the procedure, it was noted that the right ventricular lead was experiencing high and out of range impedance. The physician suspected that a micro perforation of the patient's cardiac tissue had occurred, so they elected to use another lead. The lead was explanted and replaced without further consequence. The patient was stable throughout.